Event description:
It was reported that the pump had a broken plunger. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front left bottom corner, the right plunger case and the battery door were cracked, the bottom case was cracked by the l bracket pole clamp, and there was visible contamination. A review of the event history log (ehl) identified force sensor test. During the functional testing the reported issue was able to be duplicated. The force sensor error caused by the force sensor be out of calibration due to cracked screw boss on left plunger case. Pump has been in service for more than 5 years. The root cause of the issue was caused by normal wear as the pump was over 5 years old. Replaced left plunger case. Power up, re-calibrated force sensor and device passed self-test.